Event description:
During a lap oophorectomy the doctor received an error 5 instrument error during pretest. The doctor retorqued the instrument, tested the instrument and received another error 5 instrument error. The doctor swapped with another shear and completed the case with no patient consequence.